Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 473 pulses and completed several boluses before deactivation. The investigation found no issues that would result in a needle mechanism failure. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported improper cannula insertion could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient reports being unsure if the cannula had properly inserted at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.